Event description:
A customer contacted beckman coulter inc. (Bec) regarding a falsely elevated troponin (accutni) result generated by the unicel dxl 600 access immunoassay system on one patient's sample that resulted within the normal reference range upon repeat testing. The results provided by the customer are shown. This report documents patient 3 of 3 involved in this event at this customer's laboratory. It is unknown if there was a change to patient treatment with regard to this event.

Manufacturer narrative:
The sample was lithium heparin plasma and centrifuged at 4800 rpm for 5 minutes at room temperature. The sample volume in the collection tube was full to the mark and the sample appearance was clear and it was aspirated from the primary tube for analysis. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was on-site a day prior to the issue ((B)(6) 2011) for an unrelated repair and system check performed to verify instrument performance met specifications. The other 2 patients involved in this event are documented in MDR# 2122870-2011-03659 and 2122870-2011-03666.